Event description:
Per the clinic, the patient experienced pain and an infection around the abutment site and was treated with antibiotics (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.

Manufacturer narrative:
(B)(6). Correction: the correct catalog # is 93331; not 92127 as previously reported. This report is filed february 16, 2016. The implanted device remains.